Event description:
The customer reported the ventilator did not transition over to the backup battery, and shut down and alarmed when the facility performed a monthly auxiliary power test. When the hospital power was restored, the ventilator began operating on ac power. The customer reported the ventilator was in use on a patient and there was no patient harm. The ventilator was removed from use and plugged into ac power to charge the backup battery and the customer reported the battery was not charging. The manufacturer's service technician confirmed the unit would not transition from ac power to backup battery power. The service technician replaced the ventilator power supply to complete the repair. Applicable final testing was completed and all tests passed per operating specifications.